Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that after a procedure with farawave 31 mm catheter to treat atrial fibrillation (a fib), the patient experienced anemia which required hospitalization. No further information was provided. It is unknown if device will be returned.

Manufacturer narrative:
Additional information added to b5: describe event or problem, and d: suspect medical device correction to g1: report source.

Event description:
It was reported that the patient experienced anemia which required hospitalization between (B)(6) 2025 and (B)(6) 2025. The patient had previously undergone a study procedure with farawave 31 mm catheter to treat atrial fibrillation (a fib) on (B)(6) 2025. The patient arrived at the emergency department with lightheadedness, dizziness, shortness of breath, and weakness. An upper gastrointestinal (gi) endoscopy was performed. Acute gi bled and was enhanced by xarelto use. A single medium angioectasia with bleeding was found in the second portion of the duodenum. Coagulation for hemostasis using argon plasma at 0.8 liters/minute and 20 watts was successful. To prevent bleeding post-intervention, one hemostatic clip was successfully placed. There was no bleeding at the end of the procedure. The patient recovered and was discharged in a stable condition. The doctor deemed this adverse event as not related to the catheter and or pulse field ablation procedure.